Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (type of investigation and investigation conclusions) investigation summary: DHR was reviewed and there were not any qns or other events that could be related to this complaint. Reviewed the cannula stiffness and breakage resistance test reports of the cannula used in this batch no abnormal found. No samples were returned for further investigation. Based on investigation above, the certain cause cannot be concluded now. Corrective/preventative action (CAPA) is not required for unconfirmed complaints.

Manufacturer narrative:
Device is not available.

Event description:
Nurse for patient (B)(6). When injecting insulin, the nurse found that the needle-npe of pen needle was broken at the tip and could not be used. The nurse was about to take out a new needle for use, but found that the needle-npe of pen needle was bent and could not be used. There are 2 consecutive needles in a box that are faulty and cannot be used. In january 2024, the hospital purchased a total of (B)(4) pen needles from this batch. According to the nurse's feedback, this batch of pen needles has had many adverse events such as needle breakage or needle bending. The specific number of cases is unknown because they were not recorded in time. On april 24, customer service contacted the head of the hospital department to verify the information and confirm the product number, batch number, specifications and model. The product sales time was unclear, there were photos of the problematic needles, and the samples could be mailed. The head of the department said that the needles that had broken and bent many times before were not necessarily from the same batch number. A survey response letter was required to be sent to the customer's mailbox.